Event description:
Our affiliate reports to us that during an arthroscopic shoulder repair, the sutures of 2 panalok fixation devices broke away when the surgeon was snugging them up; the anchors themselves remain contained in the bone. The surgeon used other fixation devices to complete the procedure successfully without further incident or harm to the pt. However, because of the suture issue, the procedure was extended by an hour. Nothing is being returned. Also see associated MDR 1221934-2010-00280.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.